Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometriosis and paratubal cyst on (B)(6) 2023, red blotches (on legs started ~6days ago noticed initially more on rle now on both sides. Rash does not itch.), body mass index (20.43), ear pain (right ear worse w/ vibrations noise), hypercholesterolemia, hypothyroidism, diabetes mellitus (type I, uncontrolled), polyarthritis (inflammatory), overactive bladder, incontinence, arthralgia and dyspareunia in 2013, sjogren's in 2003, augmentation mammoplasty in 2002, knee arthroscopy in 2001 and nulli gravida and loss of libido. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as menometrorrhagia and pelvic pain since (B)(6) 2023. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3590 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy, partial cornuectomy da vinci platform.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: final diagnosis fallopian tube bilateral fallopian tubes left and right fallopian tubes, salpingectomy: fallopian tubes with fimbriated ends, completely transected. Metallic medical devices in place (x 2). Para tubal cyst and endometriosis gross description: each fallopian tube shows a pink-red, congested, smooth serosa. Sectioning reveals grossly complete pinpoint lumina, each containing a coiled silver metallic intraluminal contraceptive device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 12-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometriosis and paratubal cyst on (B)(6) 2023, red blotches (on legs started 6days ago noticed initially more on rle now on both sides. Rash does not itch.), body mass index (20.43), ear pain (right ear worse w/ vibrations noise), hypercholesterolemia, hypothyroidism, diabetes mellitus (type I, uncontrolled), polyarthritis (inflammatory), overactive bladder, incontinence, arthralgia and dyspareunia in 2013, sjogren's in 2003, augmentation mammoplasty in 2002, knee arthroscopy in 2001 and nulli gravida and loss of libido. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as menometrorrhagia and pelvic pain since (B)(6) 2023. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3590 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy, partial cornuectomy da vinci platform.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [glycosylated haemoglobin increased] on (B)(6) 2013: 7.5 [pathology test] on (B)(6) 2023: final diagnosis fallopian tube; bilateral fallopian tubes; left and right fallopian tubes, salpingectomy: fallopian tubes with fimbriated ends, completely transected. Metallic medical devices in place (x 2). Para tubal cyst and endometriosis. Gross description: each fallopian tube shows a pink-red, congested, smooth serosa. Sectioning reveals grossly complete. Pinpoint lumina, each containing a coiled silver metallic intraluminal contraceptive device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.